Event description:
It was reported by service report that the bed motion was activating by itself due to the patient pendant lying underneath the mattress in which the mattress weight was depressing the motion buttons. The customer could not determine whether there was patient involvement and/or adverse consequences.

Manufacturer narrative:
Result - pendant was lying underneath the mattress.